Manufacturer narrative:
(B)(4)

Event description:
Procedure: gastric bypass. According to the reporter: the first load of the staplers was made in direction of the short hiss but they did not close maintaining an open stomach. The pouch was closed with manual suture and with another load the remaining stomach. Surgery time extension was reported as more than 30 minutes.